Manufacturer narrative:
Batch review performed on 01 april 2019: lot 174746: (B)(4) items manufactured and released on 28-feb-2018. Expiration date: 2023-02-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
While the surgeon was screwing the glenoid polyaxial locking screw in the baseplate, suddenly, the screwdriver had no more grip on to the screw, the screw prongs were deformed. It was not possible to screw or unscrew the glenoid polyaxial locking screw anymore, the surgeon had to break the prongs in order to place the glenosphere.